Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during testing of the device while preparing for the procedure, the anchoring balloon of the prolieve catheter would not fully inflate and only 1cc of sterile water was inserted. The customer was unable to remove the 1cc of sterile water from the anchoring balloon. The procedure was successfully completed with another prolieve catheter. There were no complications and the patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the condition of failure code 810:11 and determined the root cause to an out of calibration air in line printed circuit board. The air in line printed circuit board was calibrated to repair this condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).

Event description:
During baxter's review of the device event history, a failure code 810:11 was found to interrupt delivery. No known patient injury or medical intervention associated with this event since it was found by baxter not reported by the user facility. The user interface module master software version is 6.13.90, which is classified as colleague 2006 (remediated). No additional information is available.